Event description:
It was reported that the surgeon inserted an aq2003v three piece silicone lens and the lens was torn during insertion. The lens was removed and replaced with another lens. There was no pt injury. The reporter stated the incident was due to a loading error.